Event description:
Additional information received reported that unipolar impedances on the left lead / extension were 3,000 to 4,000 ohms on april 30th. This was an increase of over 1,000 ohms since the ins revision. X-rays also suggested that there was a lead fracture.

Event description:
Additional information received reported that the left side was not working and the left implant was currently off. The patient only had the right implant on and was going to be followed up on ¿in another month.¿ the reporter was not informed on how long this had been going on.

Event description:
It was reported that the patient's symptom control was poor following a neurostimulator replacement. The patient also experienced right body cheek and shoulder pulling, and an intermittent shocking sensation in the cheek area that began after the replacement. Palpation of the device did not reproduce the sensation. Impedance measurements were within normal range. Before the replacement the patient was programmed at 1.5v / 60pw / 135hz / c+/2- and was getting great control. After the replacement the patient had two programs, program 1 at 1.0v / 120pw / 125hz / c+/0- and program 2 at 1v / 60pw / 125hz / c+/1-. The patient was reprogrammed to 2v / 120pw / 125hz / c+/3- and was experiencing better symptom control. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient met with her hcp to discuss revising the left lead. The patient wanted to think about it and planned to contact her hcp if she was interested in a revision. No other information was available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead model 3387-40, lot # l48973, implanted: (B)(6) 1998, explanted: na; extension model 7495-51, serial # (B)(4), implanted: (B)(6) 1998, explanted: na.

Event description:
Additional information received reported that the patient's left side implant was turned off. It was stated that there was not a complete break in the lead wire and when it was turned on, even at a low voltage, the right side of the patient's body got contorted and she could not control it. The patient stated that multiple people had looked at the lead wire and some said it was a break and others did not. At the time of the report the patient was trying different medications and decided not to undergo surgery because her second referral informed her that the surgery could make her condition worse.